Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the healthcare professional hcp doesn¿t know why the scar tissue was present and guessed it was from the number of back surgeries he has had in the past. They didn¿t think it was from the device. The explanted lead was not going to be returned as the hcp office does not allow return and the items are kept in the hospital. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) does not apply to this event and patient code (B)(4) does apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) non-malignant pain. It was reported the patient was getting rib stimulation on both leads. The cause of the rib stimulation was not known at the time of the report. Reprogramming had been performed without resolve. On march 28, additional information was received from the rep who reported that the rib stimulation had started right after implant. It was mild but the patient needs stimulation in the back and down their legs. X-rays indicated the leads were placed wide and not midline, which was due to the scar tissue, which prevented the hcp from placing them midline. On (B)(6) 2018, the patient had their percutaneous leads explanted and replaced with a paddle lead. Following the replacement surgery, the patient was receiving great stimulation and did not feel stimulation in their ribs. No further complications were reported or anticipated.

Event description:
The patient reported that he had 4 surgeries beginning b)(6) 2018 to get the device corrected. Patient had another surgery where they implanted paddle leads.

Manufacturer narrative:
Concomitant medical products:product ID 977a260 lot# serial# (B)(6) implanted: 2018-02-26 explanted: 2018-05-10 product type lead product ID 977a260 lot# serial#(B)(6) implanted: 2018-02-26 explanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.